Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "on (B)(6) 2022, x-rays show dislocation of the rotating hinged insert, with the post having come out of the tibial tray well, and folded back posteriorly. On (B)(6) 2025, knee was revised for an open knee reduction of the dislocated insert with insert exchange on the right side due to dislocation of the coupling mechanism. Only the insert was revised--all other products were retained. This was the 4th knee revision of the right knee." The product was not returned to depuy synthes, however photos were provided for review. The x-ray evaluation revealed a dissociation, with evidence of exposure of the distal portion of the tibial insert on the posterior aspect of the femoral component. This condition resulted in direct contact between the femoral component and the tibial surface. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. It is highly recommended to the patient to consult with their healthcare professional for further assessment. As the device was not returned, and as-received condition could not be assessed, a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the unknown knee tibial insert would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. Added: d10 (concomitant).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, x-rays show dislocation of the rotating hinged insert, with the post having come out of the tibial tray well, and folded back posteriorly. On (B)(6) 2025, knee was revised for an open knee reduction of the dislocated insert with insert exchange on the right side due to dislocation of the coupling mechanism. Only the insert was revised--all other products were retained. This was the 4th knee revision of the right knee. This report captures the 4th revision while (B)(4) and (B)(4) capture the 2nd and 3rd revisions respectively. Doi: (B)(6) 2021. Dor: (B)(6) 2025. Affected side: right knee.